Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00408.

Event description:
The patient was undergoing a thrombectomy procedure in the right superficial femoral artery (sfa) using indigo system aspiration catheter 6 (cat6¿s) devices. While preparing for the procedure, the hospital staff opened a new cat6 and then attempted to flush it; however, they noticed a kink about half way down the cat6. Therefore, the cat6 was set aside and a new cat6 was opened. While advancing the cat6 over a 0.035 guidewire, the physician noticed that the cat6 would not enter the non-penumbra 6f sheath. The physician then decided to use a non-penumbra 7f sheath; however, the cat6 would not advance into the new sheath. After multiple failed attempts to advance the cat6 into the sheath, the tip of the cat6 became kinked. It was also reported that the physician attempted to use the peel away introducer sheath. The cat6 was set aside and the procedure was completed using non-penumbra devices. There was no report of an adverse effect to the patient.